Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and caused phrenic nerve stimulation and right sided diaphragmatic stimulation. It was noted this may have been caused by a fall the patient had. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.